Event description:
A customer reported that their pump experienced a malfunction, described by malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support decided to replace the pump and instructed the customer to put the malfunctioning pump into storage mode before returning it. The customer was advised to send the pump back to tandem using ups within 10 days and understood the steps to take with the replacement pump. Currently, the customer lacks a backup therapy and plans to consult their healthcare provider.